Event description:
It was reported that the patient¿s stimulation stopped working several months ago. It was noted the patient had pain in both legs and wanted to get the stimulator working. The reporter stated they did not feel stimulation and ¿it¿s not working.¿ it was noted they did not have any falls or trauma. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).